Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was explanted and replaced.

Manufacturer narrative:
Concomitant product(s): ddbc3d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead alert occurred. The lead remains in use. No patient complications have been reported as a result of this event.